Event description:
The customer reported that the system's hand switch would not work and the system shut down uncommanded. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hand switch, the power cord, and the interconnect cable were replaced. The system was tested and found to be working as intended and put back into service.